Manufacturer narrative:
The user reported differences between sg and bg readings. Based on the customer care review of the data and the examples provided, the system was working within expectations. Overall, bg values meet the sg trends well. The observed differences were attributable to the expected lag between bg and sg inherent to the sensing technology. As per the data management system (dms) review, the system remained in active use with up-to-date information. No device malfunction was identified, and no further investigation was required.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.